Manufacturer narrative:
The patient's previous gi bleeds are reported within MFR report numbers 2916596-2018-04111 & 2916596-2019-02453. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2019 with complaints of dyspnea and two episodes of dark bowel movements. Labs drawn in the ed demonstrated an international normalized ratio (inr) of 5.4 and hemoglobin of 6.4. The patient was admitted for recurrent gastrointestinal (gi) bleeding. Per gi team, gi bleeding etiology was believed to be caused by arteriovenous malformations (avms) that were not visualized. A small bowel endoscopy was performed on (B)(6) 2019 that showed normal esophagus, stomach, and examined duodenum. No specimens were collected. The patient received six total units of packed red blood cells (prbcs). Vitamin k was also given for supratherapeutic inr which resulted in inr coming into the normal range. The patient was discharged home on (B)(6) 2019 with treatment of octreotide injections and with discontinuation of coumadin.